Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime and system sensor test due to faulty force system sensor. Pump passed the operating currents measurement,self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test.pump had cracked case at display window corners and minor scratched display window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.